Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the culture was negative. Patient's symptoms had resolved at this time. The devices remained implanted. No further complications were reported. Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the cause of headache, nausea and vomiting was not determined to be related to pump. The patient did not have cerebrospinal fluid (csf) leak. The information was confirmed by the hcp. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that the pump and catheter were explanted on (B)(6) 18 as reported by the hcp secondary to infection. The cultures taken on (B)(6) 18 grew e, coli. It was unknown if e,coli was related to the pump and/or catheter. Patient was currently being treated IV antibiotics. The explanted devices were not being returned. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at 55 mcg/day) via an implanted pump. The patient¿s medical history included spasticity. The indication for pump use was intractable spasticity. On (B)(6) 2018 it was reported that the patient reported a headache, nausea, and vomiting to the hcp. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2018 an MRI was done and there were no abnormal findings. On (B)(6) 2018 a cap (catheter access port) procedure was done to get a sample of csf (cerebrospinal fluid) for culture. The results were not available at the time of the report. The patient was currently admitted to the hospital to rule out csf infection. The issue was not resolved. No surgical intervention occurred and none was planned. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.